Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that there was an infection. The patient had their pump filled weeks after implant and presented back with concerns of infection. The hcp determined/verified the pump was infected. Blood tests were performed. The pump was to be explanted on (B)(6) 2015. The patient reported through a manufacturing representative that the pump and catheter were being explanted related to infection. The patient developed cellulitis two weeks post op around the pump and tunneling site. A couple weeks later, the patient was filled with prialt through infected skin and developed nausea, vomiting, loss of appetite, diarrhea, and headaches. The refill date was (B)(6) 2015. When present at the pump fill, the hcp was made aware of the redness around the incision site but proceeded to fill it anyway. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" it the time of this report. The indication for use was spinal pain. The system was delivering prialt at a dose of "1.698 mcg" and a concentration of "25 mcg." The lot number was unknown. If additional information becomes available, the event will be updated.

Event description:
On (B)(6) 2015, additional information from an hcp, via drug partner (B)(4), reported that the previously reported adverse events of cellulitis around the pump and tunneling site, nausea, vomiting, decreased appetite, diarrhea, and headache during the use of prialt had been medically confirmed. Actions taken with regard to the prialt was reported as "withdrawn." As of 2015-09-02, the outcome was unknown and the pump was scheduled to be removed.